Event description:
Additional information was received. Hcp reported pump flipped again due to patient obesity. Because lack to hold down capabilities, the pump was placed in the flank (back) of the patient. The pump was put above the iliac crest, and was sewed to whatever they could sew it into but eventually flipped again. Third revision in less than 12 months. Patient recovered without sequelae. Other information reported ¿ the patient is morbid obese and sutures poorly tack down pump. The force of the abdomen wall pressure and lack of hold down of anchors sutures is at fault. Though these are adverse problems with therapy for pain. Pump used to deliver hydromorphone and baclofen. If additional information becomes available, a report will be submitted.

Event description:
Additional information reported a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv). On (B)(6) 2015, they were expecting 1.7ml and got back 20ml. The patient was not symptomatic. The paperwork showed 2 vials of 20ml each. It was noted that the patient had twiddlers¿ syndrome and had to have 4 operations to remedy the issues. The last time this pump was moved, it was moved to the ¿flank¿ or possibly the upper buttock region. Also, the health care provider (hcp) has had to flip the pump over to do refills; so it appeared that the patient had figured out how to twiddle the pump in the back. They were likely going to replace the catheter and re-suture the pump down in an upcoming revision. The pump flipping explains the volume discrepancy with the pump. It was noted that the twiddling issues went back to 2005 when the first pump was placed. Additional information received reported that because the patient had been spinning the pump, the catheter had knotted so it couldn¿t deliver the medicine. The patient was going to be seen for a surgical evaluation. The pump was infusing hydromorphone, bupivacaine, and baclofen (unknown).

Event description:
Hcp reported he thinks the patient's pump may be flipped again. The patient was now over 300 pounds. The patient was in for a refill and the nurse was unable to find the port. The patient was fine and still had four days of medication. The pump was delivering hydromorphone, baclofen and marcaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8709 , serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).

Manufacturer narrative:
All previously reported conclusion codes have been updated/corrected.

Event description:
It was reported that a patient's pump flipped multiple times and it took 3 surgeries and approximately one year to get it resolved. The healthcare provider (hcp) tried using a pouch, but it was not helpful to prevent it from flipping. The hcp finally had to move the pump to the patient's back to keep it from flipping. The hcp believed that there was a higher tendency for pumps to flip after they were replaced as opposed to the initial implant. The hcp questioned whether the pouch was helpful, especially for replacements. If additional information is received, a follow-up report will be sent.